Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) (B)(4), alleging that her child¿s onetouch verio iq meter was reading inaccurately high, compared to another meter (contour) the complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2017, alleging that they obtained an inaccurately high blood glucose reading of ¿4.8 mmol/l¿ with the subject meter compared to ¿3.2 mmol/l¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is unknown how the patient manages their diabetes, or if they made any changes to their normal diabetes management regimen. The reporter stated that immediately after the alleged inaccurate meter reading, the patient developed symptoms of ¿having a cold sweat and asking for a sweet¿. The reporter denied that the patient required or received any treatment in response to the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.